Event description:
There was no pt involved in this event. This device malfunctioned because the status indicator is permanently illuminated. A device in this fault mode, if left undetected, could result in the failure of the device to perform as intended if required.

Manufacturer narrative:
The pad device was installed on (B)(6) /2011 and operated successfully until (B)(6) 2011. One manual self test was carried out on (B)(6) 2011. The returned pad-pak was tested and found to be significantly depleted, which would have been caused by the status indicator being permanently illuminated. The problem with the device was attributed to a fault in the membrane. The pad pak, which contains the electrodes and batteries, is labeled for single use, but the samaritan pad 300 and 300p devices are for multi-use, which is why the "unknown" box has been checked in this report.